Event description:
I had essure implanted in (B)(6) 2012. After hsg it was discovered one of the coils was not in the fallopian tube. My doctor never looked or tried to locate the missing coil. I had the second coil placed in (B)(6) 2013. Since the coils were placed, I have had severely heavy periods which includes large blood clots, bleeding after sex, severe bloating, weight gain, hot flashes, night sweats, frequent urination and was admitted to the ER for severe abdominal pain of which the cause was never determined. I was also never given a nickel allergy test before having the coils placed.